Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir and tubing had air bubble. The customer reported that the multiple large air bubble close to the reservoir. The customer reported that the high pressure test was passed. The customer experienced the high blood glucose of 260-270 mg/dl which was treated with insulin pump. The device will not be returned for the analysis.